Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of malfunction. There was no harm or injury reported. During the evaluation of the device the lcd screen malfunctioned. The device's system board needs to be replaced. No components were replaced. The device was scrapped.